Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen. The covidien customer support engineer (cse) verified the malfunction. There was no pt involvement. The cse inspected the device and replaced the graphic user interface cpu pcb and upgraded the software to the current revision. The unit passed extended self-testing.